Event description:
It was reported that after a capsular tension ring (ctr) was inserted, patient¿s capsule had torn (split). It was noted by the physician that the capsule was not stable enough to hold the lens so vitrectomy was performed prior to lens insertion. Additionally, it was noted that when the lens was inserted, physician could not locate/use the ctr, so lens was removed. Removal of the lens occurred without incision enlargement but with additional vitrectomy. Patient was sent home without lens and will return to have an anterior chamber lens placed at a later date, once eye has recovered. Furthermore, it was learned that capsule tear had occurred during the phacoemulsification procedure, and that lens was unstable because of a loose bag. No further information has been provided.

Manufacturer narrative:
Concomitant medical product: capsular tension ring (ctr). Whereby the manufacturer, model and serial number was unknown when submitting the medical device report. All pertinent information available to the manufacturer has been submitted. Placeholder.